Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The evaluation found that the returned catheter had irregular balloon burst without missing pieces. The sample was evaluated under microscope and no conditions were found that could be associated with the reported event. However the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to a thin sac present or blister ply (sac tearing) caused the balloon burst. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. 1) use luer tip syringe to inflate with stated ml of sterile water. 2) for pre filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen preventing balloon deflation. If necessary contact adequately trained professional for assistance as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. This is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness or death of the patient. Storage: store catheters at room temperature away from direct exposure to light preferably in the original box. Keep away from sunlight do not use if package is damaged."

Event description:
It was reported that the patient had another occurrence where the balloon was broken on a foley catheter while in use. Also stated that same type of failure was happened at least five times in two of their facilities in the past few months.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had another occurrence where the balloon had broken on a foley catheter while in use. Also stated that the same type of failure had happened at least five times in two of their facilities in the past few months.